Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation, when the basket was removed out from the package, one of the basket wires was detached. The procedure was completed with another gemini stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of basket wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation, when the basket was removed out from the package, one of the basket wires was detached. The procedure was completed with another gemini stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual assessment of the returned device was performed and it was found that the basket was open when received. All of the basket wires were present and attached. There was a torque mark present on the handle cap to indicate the proper torque application during assembly. The handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would not close due to the handle cannula being detached from the pinch vise. The handle cap was tight when it was removed, and there was an impression in the pinch vise to indicate proper placement of the handle cannula during assembly. The basket opened and closed without issue when the handle cannula was used to actuate the basket by hand. The evaluation concluded that the condition of the returned device was not consistent with the complaint that the device basket wire was broken. All of the basket wires were present and attached; none of the basket wires were broken. Therefore, the most probable root cause for the customer complaint is not confirmed. (The investigation was unable to confirm the reported complaint.) The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.